Event description:
It was reported, there was no product allegation. The patient was hospitalized due to increased tone and itching. The location of issue was ¿diffuse on body.¿ it was noted that the pump was interrogated. It was noted that there were symptoms of underdose. The pump system was delivering lioresal. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that the patient started experiencing vertigo on 2014 (B)(6). The patient saw their physician, who had made an adjustment on 2014 (B)(6). While experiencing vertigo, patient started itching all over. Patient was taken to the emergency room (ER) and they had attributed it to an ¿inner ear problem.¿ it was noted that patient had told the ER about their baclofen pump. The patient was treated and discharged, but returned to the ER on 2014 (B)(6) (tuesday). Patient followed up with a physician, pump was interrogated. Refill date was not until ¿2015.¿ patient was discharged after being treated with intent to return for a catheter dye study on the day of report. It was reported that during the catheter dye study, physician was ¿totally unable¿ to aspirate from side port. Two cap kits were used to insure needle latency, ¿which they were.¿ it was noted that the patient tried to inject but was unable to. Procedure was aborted after discussion between two physicians. Catheter replacement was planned for the next week as the patient must be off blood thinners for one week prior to procedure. Additional information received reported that there was an x-ray that confirmed a flipped pump. The ¿pump motor was not facing the patient¿s skin.¿ it was noted that a revision was performed on the day of report. It was reported that the spine was opened and pump pocket. The catheter was twisted like ¿spaghetti.¿ additional information received reported that on 2014 (B)(6) patient had acute withdrawal, itching, vertigo and nausea. On 2014 (B)(6) they attempted a cap dye study and were unable o aspirate from the cap. At the time the physician decided to do a catheter revision but the patient was taking lovenox so it was decided to wait a week before doing that. It was noted that on the day of report, the patient had a catheter revision and when they opened the lumber site the catheter was twisted multiple times. The pump segment was replaced and they got good cerebral spinal fluid (csf) flow through the spinal segment.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later indicated that the suture to suture loops had broken away from the muscle fascia 'lowing' for pump instability. It was uncertain how the pump flipped. The sutures in suture loop were reapplied and reattached to the fascia. The patient was believed to be doing well and receiving effective therapy.